Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the ECG waveform was displayed on the monitor's screen with no corresponding heart rate. In addition, the ECG alarms were turned off despite being initially configured "on". The intellivue m8004a pt monitor had been recently installed at the customer site. Customer service troubleshooting suggestions via the phone was given to the customer. A followup phone call was performed by customer service to check the status of the issue. The user notified customer service that the issue was resolved. The customer was unable to identify the root cause for the reported issue, but states the demo mode was entered and exited and the problem no longer exists. The serial number for the cited monitor was not recorded. According to the intellivue m8004a bedside monitor instructions for use manual, the demonstration mode is password protected for demonstration purposes only. You must not change into demonstration mode during monitoring. In demonstration mode, all stored trend info is deleted from the monitor's memory. When the monitor is in demonstration mode, configuration mode, or service mode, this is indicated by a box with the mode name in the center of the screen and a symbol in the bottom right-hand corner. No cause was identified for the loss of ECG alarming. A root cause was not identified for the loss of heart rate and the configuration change of the ECG alarms without user interaction. Note the alarm status is clearly indicated on the display and would be obvious to users in the close personal observation that is specified in the device labeling (IFU). Review of similar reports in the complaints database showed no pattern of malfunction that would indicate any design, mfg, materials, or labeling problem. No further investigation or action is warranted at this time.

Event description:
The customer reported that the ECG waveform was displayed on the monitor's screen with no corresponding heart rate. No pt harm was reported.